Event description:
It was reported the balloon of the catheter collapsed several times.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted.